Event description:
The device was returned to the manufacturer after being explanted. Although the patient's spouse reported "patient often has passing out spells and has since the device implanted" the physician indicated the device was changed due to the recent advisory. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.